Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation a possible cause for the malfunction is due to some kind of stress such as damage or deterioration of parts. The most probable cause of this complaint is traced to expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the cysto-nephro videoscope exhibited the objective lens glue missing. There was no patient involvement.